Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency, the reported pt effects of neurological deficit/dysfunction, headache and seizure are known adverse events listed in the xact instructions for use. In this case, the neurological deficit/dysfunction was treated with medication. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event (ae): hyperperfusion syndrome. Time of ae: post procedure. It was reported via trial that 2 days post successful stent implant in the right internal carotid artery the pt was hospitalized with hyperperfusion syndrome, elevated blood pressure of 205/102, bitemporal headaches, left sided weakness, seizure activity, tongue deviation to the left, and inability to turn eyes or head to the right. CT scans x2, and MRI revealed no acute hemorrhage. The event was treated with antihypertensive medications including lisinopril which was resumed. The event was considered resolved on (B)(6) 2010. Reportedly, concomitant medications chantix, xanax, flexeril or norco could have contributed to the seizure activity. Though requested no additional information was provided.